Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the debris could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited debris on the light guide lens. There was no patient involvement.

Event description:
No additional customer reported information.

Manufacturer narrative:
This supplemental report is being submitted to correct the b3 date of event. The correct date is (B)(6) 2025.